Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had a high blood glucose of 520 mg/dl . Symptoms that were reported at the time of the incident included none. The customer did not state how he treated high blood glucose. Troubleshooting for the high blood glucose was provided. The customer reported getting a motor error on the insulin pump. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4) insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08700 inches. No under delivery anomaly, over delivery anomaly or bolus anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump uploaded properly using carelink. No motor error alarm or drive/motor anomaly noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, stained keypad overlay and a stained address/serial number label.